Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The account found the communication cable is not plugged in. The account plugged the communication cable into the wall to resolve the issue.